Event description:
It was reported that a user applied a new dexcom g7 sensor and then experienced sensor signal loss; the agent instructed the user to switch the app setting from g6 to g7 and re-pair, which restored connection, and dosing alerts of dosing stops soon and cgm not paired were noted. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, therapy continuation after reconnection, and user education on proper pairing. Customer care provided troubleshooting and education regarding correct sensor selection and bluetooth pairing. Investigation of this case revealed that the issue was consistent with configuration or pairing error causing loss of cgm signal, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption.